Event description:
The procedure was related to the abscopal effect clinical study. It was reported that there was a gas/air leak from the needle shaft. An icesphere 1.5 cx 90 degree cryoablation needle was selected for a cancer treatment cryoablation procedure. When the needle was removed from packaging for testing, a darkened spot on the needle cover was observed. When the device was tested, and the gas phase hit, the needle immediately started bubbling; a gas/air leak was noted at the needle shaft. It seemed to line up with where the darkened mark was on the cover. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the needle was returned for engineering analysis and the complaint of a gas leak in the needle shaft was confirmed. Needle disassembly found solder flux and corrosion were on the vacuum sleeve. The vacuum sleeve did not lose vacuum. Borescope inspection found signs of solder flux inside the needle shaft.

Event description:
The procedure was related to the (B)(6) clinical study. It was reported that there was a gas/air leak from the needle shaft. An icesphere 1.5 cx 90 degree cryoablation needle was selected for a cancer treatment cryoablation procedure. When the needle was removed from packaging for testing, a darkened spot on the needle cover was observed. When the device was tested, and the gas phase hit, the needle immediately started bubbling; a gas/air leak was noted at the needle shaft. It seemed to line up with where the darkened mark was on the cover. The procedure was completed using another of the same device. No patient complications were reported.